Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced increased incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which it was determined that the original cuff had been placed too distally on the urethra. Once all the components had been removed, a leak was found in the urethra due to cuff erosion. There were no new components implanted. There were no further patient complications.